Event description:
It was reported that when the physician pulled the introducer out of the patient, it had broke (separated). Sterile forceps were used to retrieve the distal end of the sheath in the patient's neck. No patient complications or intervention was reported.

Manufacturer narrative:
Introducer was returned and evaluated. The hemostasis type introducer was returned in two pieces. The soft sheath hub appeared to have torn in half just distal of the suture loop. Further examination revealed what appeared to be cracks on the inside surface of the hub.